Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported complaint was confirmed based on the inspection of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was visually inspected, and the guide wire was found to be broken/fractured at 19.4 cm from the distal tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Because this complaint appears to be associated with handling of the product or portion of the product during the procedure use, a probable cause of handling damage was assigned to the as reported issue guidewire distal tip kinked/bent and to as analyzed issue guidewire broken/fractured inside patient. This is the 2nd of 2 reports.

Event description:
Analysis of the returned device found that the guidewire broke/fractured. There was no clinical consequence to the patient as a result of this event.